Event description:
It was reported that during the implant procedure, due to abnormal patient anatomy, the left ventricular (lv) lead was not firmly fixated and as a result, the lead dislodged twice during slitting of the catheter. During the placement attempts, the patient's blood pressure dropped, and the physician subsequently decided to remove the lead and implant a new one. The new lead was able to be successfully implanted and the patient's vitals were stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.